Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/15/2020 h.6. Investigation: bd received two unopened (B)(4) gauge nexiva units from lot 9135959 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the vent plug was not set inside of the y adapter. It was also observed on one of the units that damage to the button of the packaging was present. No damage to the y adapter or vent plug was observed on either of the samples. Please note that the vent plug is a control plug. It limits the flow still allowing for flashback to occur. If the vent plug is being used as a bung leakage will eventually through the plug. The IFU also states that the user should ensure the vent plug is secure and to not use it as a cap as it may lead to leakage. Next, the cap with the blue plug was inspected and no damage was observed. A leakage test was then performed on the units and no leakage was found. Based off the visual inspection and testing the engineer was able to verify the reported defect of missing vent cap but could not verify the defect of leakage. Loose vent plugs in the package is a known issue that occurs during handling of the device. The vent plug is inserted into the luer adapter at a specified force during manufacturing. The sterilization process has a known relaxation effect on the vent plug which can loosen the plug to the point that it may fall out during handling prior to insertion due to luer geometry. This most commonly occurs during the transportation and handling of the device post manufacturing. The manufacturing facility has been notified of this incident and the findings. A notification was issued by the manufacturing facility to raise awareness of this issue and prevent recurrence. See h.10.

Event description:
It was reported that 5 bd nexiva¿ closed IV catheter systems 20 ga 1.25 in (dual port w/cap) experienced device damage/deformation while still considered operable and blood exposure/splash. Product defect was noted during use. The following information was provided by the initial reporter: blood spills and contamination due to broken or missing bungs.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd nexiva closed IV catheter systems 20 ga 1.25 in (dual port w/cap) experienced device damage/deformation while still considered operable and blood exposure/splash. Product defect was noted during use. The following information was provided by the initial reporter: blood spills and contamination due to broken or missing bungs.